Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made without unique manufacturer/device serial numbers. The baseline gender/age characteristic is male/50 years old. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: approach, technical success, complications, and stent patency of sharp recanalization for the treatment of chronic venous occlusive disease: experience in 123 patients cardiovascular interventional radiology 42(2):205-212 doi.org/10.1007/s00270-018-2090-1. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a trans-septal needle. The authors described complications that occurred when the patient¿s underwent recanalization of chronic venous occlusions. There was a case of pericardial tamponade, a case of perforation of the right brachiocephalic vein which resulted in hemothorax and uncomplicated placement of a chest tube. Additionally, there was a case of self-limited retroperitoneal extravasation and a case of self-contained extravasation into the mediastinum, pelvis, and left upper arm. The status/disposition of the trans-septal needle is not known. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The reported adverse events were not associated with the manufacturers trans-septal needle.